Event description:
Rn received prepared medication (actemra) from outpatient pharmacy. Medication was delivered as per usual, in a separate bag with IV bag already spiked and primed with secondary IV set tubing. Rn removed the medication from the bag and hung it up on the IV pole, removed the red cap to attach to the patient's primary tubing for administration and the universal spike from the secondary IV set just fell out from the attachment site of the secondary bag of actemra, resulting in the medication begin spilled. No patient's or staff were harmed. Manager follow up comments: 8/29/2025 rn- agree with assessment of spike insert potentially making the insertion hole not as strong. This is the 1st time we have encountered this issue and wanted to raise awareness across pharmacy just for a 2nd check on that spike being secure in the future would be useful. Alzheimers.